Manufacturer narrative:
(B)(4). Analysis description: no related complaint received with return of device. Failure event observed during analysis. Final analysis found lead insulation degradation at 4.5 cm to 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.